Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was missing and the right bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported failure to prime of the stylet, as functional evaluation could not be completed due to the identified self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement, the identified self-activation and the reported event. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy in normal density tissue the bottom slide of the device allegedly became unable to be primed on the sixth sample pass. Another device was used to complete the procedure. A coaxial was not used. There was no reported patient injury.